Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a remaining longevity of 10% during the implant procedure. After the set up process the remaining longevity was noted to be of a 100%. This device was implanted. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. The physician plans to continue to monitor this device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited a remaining longevity of 10% during the implant procedure. After the set up process the remaining longevity was noted to be of a 100%. This device was implanted. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. The physician plans to continue to monitor this device. No adverse patient effects were reported.